Event description:
It was discovered during service and repair pre-testing that the motor device had "temperature above specification ". The device was not used in surgery as the alleged malfunction was discovered in service. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned with an alleged malfunction. During service and repair pre-testing it was discovered that the device had "temperature above specification ". Reliability engineering evaluated the device and confirmed that the device was out of specifications. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.